Event description:
On (B)(6) 2026, a patient underwent a stent placement procedure to treat a right superficial femoral artery (sfa) stenosis by using a lifestent vascular stent. It was reported that during the procedure, while removal of the stent catheter over the guidewire, it was observed that the catheter tip was missing. The catheter tip was visualized under fluoroscopy, still on the wire at the distal end of the stent. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.